Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
During insertion of a femoral nail for a comminuted right femur fracture, the tab that aligns the nail to the insertion handle broke off in the femur. The broken piece remains in the patient as verified by an x-ray. The surgeon currently, does not have plans to remove the broken piece.